Manufacturer narrative:
(B)(4). The electrode and s-ICD remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was reported a month later that the s-ICD recorded an untreated episode due to noise being oversensed. It was suspected that the infection around the electrode may have contributed to the episode. Attempts to recreate the noise were unsuccessful. The s-ICD was programmed to the secondary vector as it provided the best sensing during testing. Boston scientific technical services (ts) was contacted for assistance. A ts consultant discussed that poor tissue contact was likely the cause for the episode and could have been contributed by the infection. Additional troubleshooting was discussed. At this time, the s-ICD and electrode remain implanted and in service. No further adverse patient effects were reported. It was also reported that following the course of intravenous antibiotics, the patient began a second course of oral antibiotics.

Manufacturer narrative:
(B)(4). The s-ICD was reprogrammed so that smartpass was active. The physician did not want to perform any additional testing/interventions. The patient was sent home and asked to perform the same activity he was doing when the oversensing occurred and to transmit through the remote monitoring system. The patient performed this task and no further events were recorded. No adverse patient effects were reported. The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
---

Manufacturer narrative:
(B)(4). The engineers reviewed the data and discovered that the noise in the episodes is similar to noise produced as a result of a connection/setscrew issue. In addition, simulation testing of the smartpass feature was also performed and although it was useful in mitigating the episodes, some undersensing was noted. The information was communiciated to the field. Once any additional information becomes available, this report will be updated.

Event description:
Additional information was received that additional untreated episodes have been recorded due to the same noise and oversensing previously noted. As the cause for the issue remains undetermined, a memory download was performed and sent to boston scientific technical services (ts) for review. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The electrode and s-ICD remain implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was seen for his first post-implant follow up. Inspection of the sternal wound noted redness in the area and a stitch had been removed. The patient reported that the sternal wound had partially reopened and had exuded fluid. Rather than seeing the cardiologist, the patient went to this general physician who swabbed the wound and changed the dressing. The patient was also put on oral antibiotics at the time. The patient was hospitalized and placed on intravenous antibiotics for the infection. No additional adverse patient effects were reported.

Manufacturer narrative:
UDI = (B)(4); the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision was performed and the electrode was repositioned. Exercise testing was then performed to determine the most appropriate sensing vector. Ts was contacted again for further troubleshooting and input on programming. No additional adverse patient information was reported.

Manufacturer narrative:
(B)(4); the s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that while the patient was out for a jog following the electrode repositioning, the s-ICD delivered an inappropriate shock due to changes in amplitudes and wandering baseline causing t-wave oversensing. A memory download was sent to boston scientific technical services (ts) who provided further troubleshooting. The physician believes that a transvenous system may be more appropriate for this patient. No adverse patient effects were reported.